Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Correction: the correct conclusion code should have been as it entered in this additional report, rather than the one submitted in additional report -1

Manufacturer narrative:
Investigation results will be provided in the final report. Date of event: event date is estimated.

Event description:
It as reported that patient stopped using and charging the system several years ago. In turn ipg became inoperable. As a result, patient underwent surgical intervention where in the full system was explanted.